Manufacturer narrative:
The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device's dc status indicator is flashing. The customer reported the device cannot be operated on internal battery. The customer performed troubleshooting and reported the fuse is burnt out. The customer determined the most likely cause of the reported event is the power supply assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The mosfet q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.